Manufacturer narrative:
Revision details unknown.

Event description:
Per the clinic, the patient underwent revision surgery on (B)(6) 2015 for reasons unknown. Additional information has been requested but has not been made available as of the date of this report, (B)(6) 2015.

Manufacturer narrative:
Correction: this report was filed in error. There is no serious injury or device malfunction associated with this report. The surgery captured in the initial MDR was the 2nd stage (abutment placement) to the initial surgery. This report is filed january 28, 2016. The implanted device remains.